Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite low sorbing infusion set was leaking. The following information was provided by the initial reporter: we had a leak in one of our filter tubing sets. The leak occurred just before the filter. Additional information received from the customer: are you able to provide the batch/lot number? (10) 24085254 exp 8/26/2027. Was issue being described noted before, or during used? During use. Was there any patient involvement? Yes. Any adverse events or serious injury reported to patient or healthcare professional? No. What procedure was being performed? Infusion of IV fluid/medication. What medication was used in the procedure? Keytruda. Was there any medical intervention due to this event? No.

Manufacturer narrative:
The sample for this pr was returned with (B)(4) that investigation is as follows. Two samples were submitted for quality evaluation. Visual examination was conducted and no damages or abnormalities were identified. One sample was primed and inspected for air-in-line, occlusion, or leakage. There were no issues identified when priming the samples. A simulated infusion with water was conducted at a rate of 125 ml/hr for 1 hour. No issues were identified during the simulated infusion. The second sample was then primed and a leak was identified at the union between the lower pumping segment fitting and the hard infusion set tubing. The customer complaint of leakage was confirmed. The investigation was forwarded to the manufacturing location for root cause evaluation. After the investigation along with the manufacturing and quality operations team, the most potential root cause: it related to the lack of solvent due to an incorrect insertion of tubing to solvent dispenser by the production personnel and/or due to opportunities with the solvent dispenser. Similar issues have been reported, and an accessory is to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Implentation o the accessory was conducted on (B)(6) 2025. The sample submitted was produced prior to the corrective action taken. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.